Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient was found expired in his home. The customer is requesting a review of the session records and device evaluation. Preliminary review of the session records does not indicate any device malfunction.

Manufacturer narrative:
The device was returned after the patient had expired. The device functionality was tested with automated test equipment, revealing no anomalies. The programmed field settings and device image were also reviewed and it was concluded that the non-sustained lead noise (nsln) algorithm did not delay therapy delivery.